Event description:
It was reported that a reamer shaft broke during surgery. The surgeon was performing an intramedullary nailing of a left humerus and while reaming, the device unraveled at the drill end of the reamer. It was reported that the surgeon made the initial hole, placed the guide wire and began to ream and due the patient having a small canal, the surgeon had to ream more aggressively. All the pieces of the reamer shaft were retrieved with the ball tip guide wire. It was reported that the portion of the reamer that broke was not the portion being used inside the patient. There was a five minute delay in surgery. Surgery was successfully completed with another reamer. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Patient ID reported as (B)(6). Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.